Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is in-progress. All information reasonably known as of 30-aug-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Avanos medical, inc. Received a single report that referenced two different incidences, which were associated with separate units, involving two different events. This is the first of two reports. Refer to 3006646024-2018-00032 for the second event. It was reported that after using the cortrak a kidney-urethra-bladder (kub) x-ray was taken and the tube was identified as being in the lung. The patient had a pneumothorax and was treated appropriately. Additional information received stated 07-aug-2018 stated the patient had a c-collar and cervical fusion and was unable to flex her neck. A feeding tube placement was attempted with the cortrak showing deviation to the left area above diaphragm axis. An x-ray was obtained showing left lung placement and the tube was removed. The patient was sent to interventional radiology (ir) for feeding tube placement with fluoroscopy and 10fr catheter for the pneumothorax . No enteral feedings were started at any time prior to feeding tube placement in ir. There  was complete resolution of pneumothorax within 24-hours of its occurrence.

Manufacturer narrative:
The device history record for the reported lot number in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The monitor unit was inspected for damages and breakages, there were no breakages or damages found on the blue housing and orange button. Functional testing of the unit indicated that the unit functioned as intended. Using an anatomical model for a normal placement (green lumen), the visual placement through the lumen was able to visually provide an accurate tracing of the transmitting stylet tip during the entire placement, without any failures and or error messages. After the setup of the cortrak system and the completion of the initialization, the functionality of the returned unit performed as intended. The sample evaluation found evidence of what appeared to be an atypical placement on the date of the event. The root cause was incorrect use. All information reasonably known as of 01-nov-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).